Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 1.20mm x 12mm emerge balloon catheter was selected to treat the lesion. First dilatation was performed using this device. During the second inflation, the balloon ruptured at 6atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen and multiple shaft kinks were noted. Examination under magnification revealed that the balloon was separated by a complete circumferential balloon tear where the balloon waist meets the proximal weld. There was slight necking of the balloon waist at the tear. The balloon was also bunched on the distal end. Tip damage was noted and the inner was flattened and stretched near the location of the balloon tear. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. It was determined that the balloon separation was likely due to tensile on the balloon in the lesion during the procedure. Balloon separation is consistent with the reported ¿balloon burst¿. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 1.20mm x 12mm emerge¿ balloon catheter was selected to treat the lesion. First dilatation was performed using this device. During the second inflation, the balloon ruptured at 6atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.